Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced the reported issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The product involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a training/demo of the da vinci system, the clinical sales representative (csr) contacted technical support to report that universal surgical manipulator (usm) 1 was not engaging the sterile adaptor. The csr also noted that the system was displaying errors 32100 and 32098. The technical support engineer (tse) was unable to review the system error logs because the system was not connected online. Attempts to resolve the issue through a power cycle and hard power cycle were unsuccessful. There was no report of patient involvement.

Manufacturer narrative:
The universal surgical manipulator (usm) was analyzed and upon visual inspection, no issues were found that would be related to the reported event. In the system logs, the 32100 error was found along with error 32098 error confirming the faults occurred in the field. The usm was installed onto a patient side cart fixture test platform (pftp) where "rom check test" was found to be failing on the "0x3" axis. Once testing was completed, the "insertion searchlight and flat flex cable (ffc)" was aba tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis. The root cause is attributed to component failure of the insertion searchlight and flat flex cable (ffc).

Event description:
Refer to h11 for follow-up information.